Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: after use of the device for a left and right excision lesions lower limbs and left hand dorsum local flap it was noticed at the point of post op check-up around a week later that the wound site had opened on both legs and the suture had broken requiring resuturing of the application site with a competitor product. The patient has since healed on time. The exact date is unknown however the event took place sometime between (B)(6) 2015 and (B)(6) 2016.